Event description:
As the md was performing a stereotactic biopsy with assistance. After administering lidocaine, he went into the breast with the brevera breast biopsy needle, once he deployed the needle the machine started giving an error message. The md removed the brevera from the breast. We then followed the prompts on the brevera screen, but nothing was happening. We tired disconnecting the driver but the error message persists. The md asked that a new needle be installed but it did not resolve the issue. Finally, we shut down the machine to see if it would reset but this did not occur.